Event description:
It was reported that the patient had their thoracic ipg, and cervical lead and ipg explanted on an unknown date, for an unknown reason.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event and device information.